Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found an issue with bsm iris. A field service engineer replaced the bsm and performed the necessary calibration. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported getting an iris motor failure error message when the doctor attempted to start the procedure. The doctor had already created the patient flaps. The patient treatment was cancelled.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): changed to may 11, 2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.